Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The patient was reported to have been found unresponsive and disconnected from the lvas equipment. A review of the submitted system controller log file confirmed the disconnection of the driveline and power from the system controller. Several instances of low flow alarms were captured in the log file when the estimated flow was calculated below the low flow threshold of 2.5lpm. No changes to pump speed, power, or pulsatility index were observed during these events. The final events of the log file showed a pump stoppage when the driveline was disconnected for approximately 4 minutes. The pump resumed operating at the set speed when the driveline was reconnected. Less than 1 minute later, the driveline was disconnected again, followed by the disconnection of power to the system controller. The captured log file events appeared consistent with the report of the patient being found disconnected from support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device in (B)(6) 2012. It was reported that on (B)(6) 2015, the family found the patient unresponsive and with the percutaneous lead disconnected from the system controller. It was reported that there was a history of low flows alarms and "these may have been more than the patient was willing to put up with". It was conveyed that the patient's family and coroner reported that the patient had been threatening to end his life over the past few weeks. Neither the family, nor the coroner, who is close friends with the family, believed this event was related to the pump or external equipment. The manufacturer's technical services representative reviewed the provided log file which showed a period of low flow alarms that lasted approximately 12 minutes, with one transient low flow alarm about 18 hours later. The last episode of events captured were continued low flow alarms followed by a driveline disconnected alarm. The percutaneous lead was reconnected about 4 minutes later then disconnected again for the last event of the log file. It was reported that there would not be an autopsy and no equipment, including the pump, would be returned for evaluation.